Event description:
It was reported that the patient was experiencing significant amount of pain following an implant procedure. It was confirmed through x-ray that the patients leads had migrated. The physician believed that the pain was not device or procedure related. The patient was sent to ER (emergency room) and that the patient underwent a procedure wherein the leads were explanted. The patient doing well postoperatively and the explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(4), batch: (B)(4).